Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. Three (3) drivers were returned for evaluation. All three driver tips showed the same fracture pattern. Each part had a visible, angled approximately 45-degree plane which is relative to the driver's long axis. The surfaces also appeared to follow a spiral shape. These observations support characteristics of a torsional failure pattern. All three parts were confirmed to be part number 80-4151. In addition, none of the broken off tips portions resided in the bag for any of the three returned driver tips. The observations combine to support consistency with the application reported in the event description. Beyond the above observations, the multitude of additional factors present during a screw insertion inhibit a determining the root cause of each driver tip fracture.

Event description:
It was reported during a 4-corner fusion surgery, during insertion of 32mm acutrak 3 screws, three (3) driver tips broke. It was also reported for the second screw, the surgeon had to use an acturak 3 standard screw instead of mini screw "which was not ideal". The surgery was completed by using this standard screw which resulted in the patient receiving "a larger than ideal screw". This issue prolonged the surgery by 5 minutes. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00664, 3025141-2023-00665, and 3025141-2023-00666 for the other devices involved in this event.